Manufacturer narrative:
A review of the device history record found the system met specifications. The compressor module and fluidics module underwent additional screening when the system was manufactured based on a suspected issue with the cassette vacuum check at higher elevation locations. The associated non-conformance and corrective action are not contributors to the complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is required.

Manufacturer narrative:
The device history record was reviewed and there were no anomalies. The system was evaluated at the site by field service. The stellaris elite passed functional and diagnostic testing, with the system performing within specification. For operation above altitudes of 3000 feet above sea level the vitrectomy cut rate performance requirements shall be derated by no more than 20% per 1000 feet. The lower pressure at higher atmosphere reduces the output pressure driving the vit cutter. So the maximum cut rate at 5500¿ is 1250 cpm. The investigation is ongoing.

Event description:
The user facility reported the vitrector was not cutting at speeds higher than 1500 cpm. The posterior capsule was broken with vitreous prolapse. Superior retinal detachment was diagnosed on (B)(6) 2019, the macula appeared to be attached. Retina reattachment surgery was on (B)(6) 2019. The fovea was splitting at time of surgery, there was a superior retina tear. Intervention involved a pars plana vitrectomy, gas fill, endolaser and face down positioning for a week with limited physical activities. Post op on (B)(6) 2019, spectacle corrected vision is 20/20. The retina exam showed attached retina with epi-retinal membrane and blunted appearance to foveal pit.